Event description:
Add'l info rec'd from MFR 5/23/03: tmj implants, inc has no info from a medical professional to indicate that an adverse event has occurred. No MDR will be filed in response to the above referenced document.

Event description:
In 1999 had christensen tmj fossas put in. Removed 2 1/2 years later in 2002 - because pt could barely open their mouth and experienced terrible ear pain. The doctor stated the implants didn't take and had to come out. During the 7 hour surgery they discovered big bone masses in both joints which had caused the joints to lock down. They removed the implants and had to reconstruct the condyles because of huge bone spurs and masses of fibrosis. They called the bone masses osteophytes and really had no explanation of what caused them except that they are caused by trauma to the joint. Pt now attends therapy twice a week, continues to experience headaches and ear pain and ringing. Taking medication to help try to control pain.